Event description:
The physician was advancing the penumbra system reperfusion catheter 054 over the penumbra system reperfusion catheter 032 (in pt). At some point, during advancement, the 032 catheter would no longer go forward or backward, "it was stuck". In an attempt to remove the 032 catheter, it broke in half at the proximal end and began to "unravel". The physician was able to remove both the catheters from the pt without injury. This MDR is associated with MDR 3005168196-2011-00168.

Manufacturer narrative:
Results: the penumbra system reperfusion catheter 032 (psc032) was returned stuck inside the penumbra system reperfusion catheter 054 (psc054) and the rhv. There are multiple kinks in the psc054. Measuring from the distal tip, there are kinks at 3.8, 32.5 and 40.5 cm. There are ovalizations from 10.0 to 10.5, 21.0 to 23.0 and 26.5 to 28.0 cm from the distal tip. The marker band of the psc032 is visible 6.2 cm from the distal tip of the psc054. The psc032 is jammed inside the psc054. The psc032 is broken 2 cm distal of the (B)(4) strain relief at the hub end of the device. Approx 25 cm of structural support wire is visible. The kinks and ovalizations in the psc054 will not allow removal of the psc032. The catheters are non-functional. Conclusion: the source of the kinks and ovalizations in the catheters has not been identified but were likely due to pt anatomy. These kinks trapped the smaller catheter inside the larger and rendered them both non-functional. The break in the proximal end of the psc032 was a secondary failure, resulting from the continued manipulation of the smaller catheter after it had become trapped inside the larger catheter. The complaint is confirmed as reported.